Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "does not recognize a close door" was reproduced. Evaluation was able to verify the reported problem by discovering a loose connection. A review of the event history log revealed "door jammed" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The loose connection between the upper aux flex and the I/o board was secured and when powering on the device, the door not fully latched alarm was alleviated. No further correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed to recognize a close door during an unspecified process step in the emergency room. There was no patient involvement. No additional information is available.